Event description:
It was reported that the customer's insulin pump alarmed motor error. The customer's blood glucose reading was 22.9mmol/l. Troubleshooting was performed, and the drive support cap appears normal. It was stated that the device was not exposed to a high magnetic field. Assisted the caller to run the displacement test and the test failed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.